Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and the buttons were unresponsive. The customer could not clear the alarm and took out the battery and replaced it and it did not resolve the issue. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.